Manufacturer narrative:
Clinical evaluation performed by medical affairs on 02 february 2018 two months after primary cementless tha the femoral stem subsides significantly. The patient shows a rather peculiar anatomy and probably poor bone quality: these two factors may have led to poor initial stability and subsequent subsidence. There is no reason to suspect a faulty device. Batch review performed on 07 february 2018, lot 167935: (B)(4) items manufactured and released on 16 february 2017. Expiration date: 2022-02-08, no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 2 months after primary. The stem had subsided. The surgeon believes the cause of the subsidence is due to poor bone quality. Stem and head revised with another company's product. The surgery was completed successfully.